Manufacturer narrative:
(B)(4). The user fell on her right side of her rib cage and sustained bruising. Medical intervention was required.

Event description:
Resident was being lift from her wheelchair when the sling ripped and the user fell.